Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 6/30/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. The root cause couldn't be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an error code and then shut off. The event occurred while in use with patient at patient's home.